Manufacturer narrative:
(B)(4). Batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was obtained: could you please clarify how much blood was lost (ml)? 100cc's is what was recorded for case (100ml). Did the patient require a transfusion? Not to my knowledge. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) I am not certain as I am not permitted to follow up with patient and information. I have not seen surgeon since. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that in sleeve gastrectomy with hiatal hernia procedure, on the third firing with a blue reload using plee60a and ech60r, the staple line reinforcement was pushed forward into a bunch as the knife blade advanced to the distal tip. This caused a misfire as the staple legs did not properly form. The ech60r was not cut/transected from the knife blade. The surgeon did not use any more ech60r after mishap and controlled the bleeding by firing another reload, oversowing the greater curvature up to fundus, using a clip applier, and vistaseal. Same stapler was used for the rest of the case and all reloads used post misfire were naked (not with slr). The stapler, reloads, and slr applicators will be submitted to be further inspected. The case was delayed by thirty minutes but completed successfully. The event occurred on the 3rd firing using a blue reload. As the knife advanced, it looked like it was pushing the tissue out and the motor sound slowed down. When the jaws were opened, some bleeding was noticed, and no staples formed. To correct issue, a gold reload was used medial to defect with no slr. The same device was used for the rest of the case with no slr. A total of 3 firings using slr were completed. Clips and over-sewing were used. The patient did develop a post-op leak at site of misfire and required a reop and was in ICU. Surgeon technique- fires anvil up, continuous firing stroke. He is consistent about crossing staple lines. Was in apex during firing with issue. Fired device approximately 1-2 minutes after slr was loaded. Swishing of device in deep plastic basin and drying properly. Normal following of bougie and uses 5-6 reloads per sleeve.

Manufacturer narrative:
(B)(4). Date sent: 2/4/2021. D4: batch # u5ea3k. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with five gst60b, one gst60b and two gst60d reloads present. The reloads were received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Four photos received. Upon visual inspection of four photos, the following was observed: the first and second photo show a piece of tissue with a staple line on it. No malformed staples could be observed. The third photo shows a label on a box of product code plee60a, lot # u95fx0 and exp. Date: 2023-09-30. The fourth photo shows 6 tyvek of a gst60b and 2 tyvek of a gst60d. Based on the photos review the event describes cannot be confirmed.